Manufacturer narrative:
Further information was requested but not received.

Event description:
It was noted that the pacemaker was found damaged on delivery. The pacemaker was not used and was not returned. There was no patient involved.